Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose was 415 mg/dl and 121 mg/dl. The customer treated their high blood glucose with fluids and insulin drip. The customer was not wearing the insulin pump for less than 48 hours prior to hospitalization. The customer reported that the insulin pump had blank display and display did not returned after insulin pump restart. The insulin pump stopped delivery of insulin and then insulin pump died. The insulin pump will be returned for analysis.